Manufacturer narrative:
(B)(4). The patient experienced the peritonitis on an unreported date in the same month as the receipt of the initial peritonitis report. The cause of the peritonitis was unknown. On the same day as the initial peritoneal effluent sampling, the patient began treatment for the peritonitis with vancomycin, (ip) intraperitoneally (30 mg/l, frequency not reported), ceftazidime (ip, 125mg/l, frequency not reported) and cephalexin suspension (orally, 185 mg, frequency not reported). It was reported that dianeal therapies were ongoing. One day later, the patient was given treatment for the peritonitis with ceftazidime [fortaz], (intravenously [IV], 600 mg, frequency not reported) and vancomycin intravenously (IV, 125 mg, frequency not reported). On the same day, the treatment with ceftazidime and fortaz was discontinued. Two days later, the patient was given treatment for the peritonitis with fluconazole (ip, 100mg/l, frequency not reported). It was reported that the patient was recovered from the peritonitis two days after starting the treatment with ip antibiotics. The treatment with ip vancomycin remained ongoing for two weeks. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event of peritonitis. The cause of peritonitis was not reported. Treatment for the events was not reported. The outcome of the peritonitis event was not reported. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported the patient was recovered from the peritonitis event prior to the time of death. Should additional relevant information become available, a supplemental report will be submitted.